Manufacturer narrative:
Unit had unresponsive buttons due to unlocked lcd keypad connector. Unable to perform operating current test or verify failed battery test due to unresponsive buttons. Unit had minor cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. It was also reported that the customer received a failed battery test alarm as well as a battery out limit alarm. Customer's blood glucose level at the time was 223 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.